Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem and deformation due to compressive stress (kink) were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem and deformation due to compressive stress (kink) appear to be related to operational context. There was an optical fiber break noted to the catheter, which caused the reported communication problem, and a kink noted to the window tube which is consistent with the reported deformation due to compressive stress (kink); however, the kink is not directly attributable to the optical fiber break. In this case, it is likely the use techniques employed caused the catheter damage, which resulted in the reported communication failure. It should be noted that there were successful loads recorded as well as two (2) pullbacks registered on the returned catheter¿which indicates that the catheter was successfully able to connect, calibrate twice, and perform two (2) pullbacks for the user prior to the optical fiber break and being returned. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the distal end of the catheter was kinked and not separated as initially reported. No additional information was provided.

Event description:
It was reported that during angio co-registration (acr) calibration, after the second pullback with 30 image/second there was a difference during the third run using manual calibration instead of automatic calibration; after this the optis system controller did not function. The acr calibration was repeated and was the same. The demo dragonfly opstar was replaced by another one and at the first run the dragonfly was broken and unable to connect and the tip separated. After a full reboot of the system the issue was resolved, and acr calibration was performed with the first original dragonfly optis and it was fine during all the 10 pullbacks and also during the last pullback for validating the process. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.